Event description:
It was reported that the device fractured. An angiojet solent omni catheter was selected for a deep vein thrombosis procedure in the superficial femoral artery. During the procedure, as the device was advancing forward, the hypotube fractured. The device was removed from the patient. The procedure was successfully completed with a new device of the same model. The patient experienced no complications and is fine.